Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure to treat a chronic total occlusion (cto) target lesion, the cannula/needle of the 120 cm. Outback elite did not come out/failed to deploy. There was no reported patient injury. The target lesion was unknown. The product will be returned for inspection. Additional information received indicated that the original report was incorrect and that the cannula/needle did come out but was not able to be retracted. The outback was successfully removed from the patient with the needle ¿sticking out¿.

Manufacturer narrative:
One non-sterile 120 outback elite was received for evaluation coiled inside a plastic bag. During visual inspection, a kinked condition was observed on the body shaft of the unit 104.0 cm from the handle end. The cannula was received deployed. The catheter was measured to be 120.8 cm length and the needle cannula deployment was measured to be 9mm length. The usable length of both the catheter and the needle was found to be within specification. There were no other anomalies observed in the returned device. During functional testing, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. Water dripped out from the distal end of the catheter and blood residues were observed. There were no difficulties or anomalies found during the flushing procedure. A .014¿ guidewire lab sample was attempted to be passed through the outback guidewire lumen, with no success. The guidewire was then attempted to be inserted via the tip and via the handle, but the guidewire was only able to be advanced up to the kinked condition present on the shaft of the unit. The cannula could also not be retracted via the distal movement of the deployment slider. A review of the manufacturing documentation associated with lot 17655483 presented no issues during the manufacturing process that can be related to the reported event. Corrected data: date device returned to manufacturer. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. During an interventional endovascular procedure to treat a chronic total occlusion (cto) target lesion, the cannula/needle of the 120 cm. Outback elite did not come out/failed to deploy. There was no reported patient injury. The target lesion was unknown. Additional information received indicated that the original report was incorrect and that the cannula/needle did come out but was not able to be retracted. The outback was successfully removed from the patient with the needle ¿sticking out.¿ one non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag. A kink condition was observed on the body shaft of unit at 104.0 cm from handle end. The cannula was received deployed. The catheter measured 120.8 cm length. The needle cannula deployment measured 9mm length. The usable length of the catheter and needle were found within specification. No other anomalies were observed in the returned device. Functional testing was performed. A lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. Water dripped out from the distal end of the catheter. Blood residues were observed. Neither difficulty nor any anomalies were found during the flushing procedure. Then, a lab sample .014¿ guide wire was intended to be passed through the outback guide wire lumen with no success. The guide wire was intended to be inserted via tip and via handle, but the guide wire was only advanced up to the kink condition present on the shaft of the unit as received. The cannula could not be retracted via the distal movement of the deployment slider. A review of the manufacturing documentation associated with lot 17655483 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. The ¿cannula/needle (outback only)-retraction difficulty - unable to¿ reported by the customer was confirmed. However, a kinked condition was observed on the body shaft of unit which may have contributed to the reported event. Nonetheless, the exact cause of the kink condition observed on the body shaft of the unit could not be conclusively determined. Controls are in place to prevent any defects on cto units. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventative action will be taken at this time.